Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained the implanted device was moving from the pocket to resting on the inferior portion of the left breast. Upon interrogation, the high voltage (hv) impedance increased, but was still within range. Device replacement was planned.